Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced tape not sticking issue due to tape being removed after shower on (B)(6) 2026. No further information is available.